Event description:
High impedance (2000 ohms) and no capture at 7volts, 1.5 ms reported. The device was removed from service. No patient complications have been reported since the device was removed from service.